Manufacturer narrative:
Evaluation statement : to date attempts to retrieve the device have been unsuccessful, the complaint device has not been returned. Should at some point the complaint device is returned, the file will be re-opened so the evaluation and root cause can be added. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No preventative or corrective action is required. (B)(6). (B)(4).

Event description:
It was reported that the device has been broken during screwing screw into it. To complete the procedure customer used another one device the same type.

Manufacturer narrative:
Evaluation statement: to date attempts to retrieve the device have been unsuccessful, the complaint device has not been returned. Should at some point the complaint device is returned, the file will be re-opened so the evaluation and root cause can be added. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No preventative or corrective action is required. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.